Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair, unilateral sacrospinous fixation, diagnostic cystoscopy due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, bleeding, and vaginal scarring. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and bard avaulta was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2007 to release the tension free vaginal mesh. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to erosion of mesh. No additional information was provided.

Manufacturer narrative:
.